Manufacturer narrative:
The complaint of a leak is confirmed, cause unknown. The complaint sample was returned in two sections. The damage found to the catheter tubing is characteristic of puncture trauma; however, a definitive conclusion regarding the cause for the complaint cannot be ascertained. The puncture (leak site) is located at the 39 cm depth marker. It appears a sharp object such as a needle or knife may have inadvertently punctured the catheter. No other complications with the device are known. A chr of lot #reth0704 showed no other similar product complaint(s) from this lot number.

Event description:
A damaged catheter. After the device placement, the user tried to aspirate blood, but air was aspirated. Found a split.